Event description:
The product was used during a bronchus resection procedure. Reportedly, the instrument misfired. The surgeon used another instrument to complete the procedure. The hosp has reported no pt injury occurred.

Manufacturer narrative:
4/3/1998-supplemental report #1 submitted to FDA. The reported condition has been confirmed; however, the exact cause could not be reliably determined.